Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and analysed the system log files. The analysis identified that the hospital network adaptor was not operational, which resulted in a network disconnection and subsequently prevented the system from booting. To resolve the issue, the fse replaced the ethernet cable (spare) between the crcb hubs and the hospital network port, along with the associated power line. The system was then monitored for stability. After confirming no abnormalities during the monitoring period, the fse proactively restored the system using the ghost backup to prevent any system crash while booting up. The system was returned to service in good working condition. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario includes situation in which the hospital network adaptor is not functioning, and the failure is not caused by the azurion or allura device. As the issue originated from an external source, it does not constitute a device malfunction of the azurion or allura system and, therefore, is not considered a reportable event. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the booting was fail due to host network connection problem. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.